Event description:
It was reported the patient developed a pocket infection and leukocytosis. It was also reported the patient presented with pain, fever, and there were yellow secretions. There was concern of wound healing, surface dehiscense, and the suture was exposed at the "extreme end." The patient was treated with antibiotics and the leads were removed and replaced. No further patient complications have been reported as a result of this event.